Event description:
A report was received that the patient's underwent a pocket revision due to discomfort caused by the ipg being too superficial in the pocket. The physician relocated the ipg more lateral and buried the ipg deeper in the pocket. The patient was reportedly doing well following the procedure.